Event description:
It was reported that an insufflator being used for a pediatric case, the pressure increased to 40l/minute higher than acceptable pressures even for adult use. The or had not been informed of the need to utilize special pediatric software that limits pressure, unaware it was even available.

Manufacturer narrative:
Device has not been returned for evaluation. Gathering information in regards to the event. Once investigation is complete a follow-up will be submitted.